Manufacturer narrative:
(B)(4). Concomitant medical products: 1mtec30 cartridge, lot number unknown. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic of an intraocular lens (iol) was stuck in the cartridge. Additional information revealed that one of the haptic was noted missing after implantation of the iol into a male patient's eye. The iol was removed and replaced with another iol during the same surgical procedure. Further information was received and it was learnt that the incision was enlarged to 7 mm and the lens was replaced with a non-amo lens. The patient is reported to have 3 dioptres of astigmatism (+ 1.5d). No further information provided.

Manufacturer narrative:
The intraocular lens (iol) was not returned at the manufacturing site for evaluation; it was discarded and therefore product testing could not be performed and the customer's reported complaint could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.